Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. Occupation: other, litigation paralegal. It was reported that a patient underwent placement of an unknown vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to the filter has perforated the walls of the inferior vena cava and the filter has tilted. The patient is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the patient's body. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as a long-term and a procedural complication associated with ivc filters, however a positive product identification has not been provided. It is unknown if the tilt contributed to the reported perforation. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an unknown vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to the filter has perforated the walls of the inferior vena cava and the filter has tilted. The patient is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the patient's body.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a1, a2, b4, b7, d1, d4, d11, g3, g4, g7, h2 and h6. Event: additional information received per the medical records indicate that the patient has a history of moderate obesity, deep vein thrombosis in the right lower extremity, multiple liver lesions, right ovarian mass and a retroperitoneal mass that extended into the right groin. The medical history noted that four months prior to the index procedure the patient had a deep vein thrombi in her right leg that extended from her groin to her knee. The records state that the patient was implanted with a "trapease type" filter, but the filter was not identified. The filter was deployed via the left femoral vein. The filter was placed in the mid-portion of the l2-l3 level in an infraren position. The patient tolerated the procedure well. After the index procedure the patient had extensive abdominal surgery. Three days after these procedures, the patient was diagnosed with bilateral basilar lung disease. The results of computed tomography (CT) scans done approximately fifteen years and four months after the index procedure indicate that the filter was in satisfactory position. The proximal pole is tilted to the right side and distal pole is tilted to the left and situated along the wall of the inferior vena cava. There was no evidence of a fracture involving the struts as they appear to be intact. The struts extend outside of the inferior vena cava wall into the adjacent soft tissue approximately 5 mm without evidence of abnormal fluid collection or inflammatory changes.   Additional information received per the patient profile form (ppf) states that the patient became aware of the reported events of filter tilting and perforation of the inferior vena cava approximately fifteen years and four months after the index procedure. The patient also experienced blood clots from her stomach to feet and had an unspecified procedure to remove. The patient also experienced mental anguish. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g4, g7, h1 and h2. Event: it was reported that a patient underwent placement of an unknown vena cava filter. The information provided indicated that the filter malfunctioned and caused perforation of the walls of the inferior vena cava and tilted. The patient is also reported to experienced blood clots from the stomach to the feet and had an unspecified procedure to remove the clots, additionally the patient also experienced mental anguish. The indication for the filter implant was deep vein thrombosis of the right lower extremity with a contraindication to anticoagulation due to emergent surgery for a retroperitoneal mass and to rule out an ovarian torsion. The filter was placed via the left femoral vein and deployed successfully in the infrarenal position. The patient is reported to have tolerated the procedure well. After the filter placement the patient underwent an exploratory laparotomy, lysis of adhesion, resection of a right ovarian mass and resection of a retroperitoneal mass. The day following surgery and the filter implant the patient had a temperature spike. The infectious disease doctor indicated that the hyperpyrexia was multifactorial, including postoperative hematoma formation with contribution from newly acquired postoperative bilateral basilar infiltrates or atelectasis. The temperature increase resolved by post-op day 6 after being treated with antibiotics. The patient was discharged nine days after the implant and surgery. A computed tomography scan performed approximately fifteen years and four months post implant showed that the filter was in satisfactory position with the proximal pole is tilted to the right and distal pole tilted to the left. The struts extend outside of the inferior vena cava wall into the adjacent soft tissue approximately 5 mm without evidence of abnormal fluid collection or inflammatory changes. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the filter tilt and perforation, reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as a long-term and a procedural complication associated with ivc filters, however a positive product identification has not been provided. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action

Manufacturer narrative:
Correction to section (product code).